Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the lead was stretched. It was noted that all conductors were stretched, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that during implant the lead was possibly damaged. The physician pulled the lead back to remove it and thought the lead may have stretched. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.